Event description:
Customer reported two occlusion alarms, but verification of the alarm number in pump history was unsuccessful. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge and resumed insulin. Despite experiencing frequent occlusion issues, the customer declined further assistance, and the case was closed.